Manufacturer narrative:
H6 medical device problem code was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During support, the pump flows were ramped up to greater than three liters per minute. Within several minutes during initial balloon inflations, the placement signal (ps) and left ventricle (lv) waveform numbers became unreliable. The motor current and impella flows remained unchanged and stable throughout case. There was optimal positioning of the pump throughout the case. During the weaning of the impella cp, the ps and lv numbers normalized prior to explant. There was no patient harm. The patient survived explant.